Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a replacement procedure the implantable pulse generator (ipg) had metallic materials in the atrial setscrew which was suspected to be a little piece of wrench used at implant, which made removing the atrial setscrew difficult. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.